Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). Evaluation summary: customer reported no video image. The customer stated the loaner is damaged with no video image. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the us connector body corroded. Based on the result, we concluded that it was caused due to the worn out on the us connector body. In addition, we confirmed that the remote control buttons perforated, and the bending rubber scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video ultrasound bronchoscope eb19-j10u. In the event reported, it was stated that there was no video image. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4) where the device is currently pending evaluation/inspection. A review of the service history indicates the device was routinely serviced at a pentax facility. On 18-oct-2021, a device history record (DHR) review for model eb19-j10u, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance found during in-process inspection for part (mccb-mi-00349/mccb-mi-00490). The device was reworked and completed manufacturing on 04oct2019 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.